Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the unit was able to power on; however, one led segment on the upper led digits does not illuminate. The failure was isolated to the led component of the instrument board.

Event description:
The customer reports that "rad-57 display board does not function". Per the customer, the displayed numbers/values are partial. No known impact or consequence to patient was reported.